Event description:
The surgeon could not conduct the operation since the image was blurry. There was no damage to the appearance of this scope. It was used less than twenty times. Additional information was received and the surgery was cancelled due to the malfunction of the scope.

Manufacturer narrative:
Device was received and forwarded to vendor for investigation of the reported device failure. Investigation is ongoing. (B)(4).